Event description:
Chronic synovitis on gonarthrosis (right knee) [synovitis chronic] ([effusion (r) knee], [aching (r) knee]). Case narrative: this case is linked to case (B)(4) (multiple devices). Initial information was received on (B)(6) 2022 regarding a solicited valid serious case from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: (B)(6); country: canada. Study title: patient support program involving synvisc. This case involves 61 years old male patient who had chronic synovitis on gonarthrosis (right knee) with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient had ongoing gonarthrosis with presence of calcium pyrophosphate. Concomitant medication included triamcinolone acetonide (kenalog). On an unknown date, the patient started receiving synvisc (hylan g-f 20, sodium hyaluronate, 16 mg/2ml) injection at dose of 2 ml 3x as lateral injection in stretched/extended right knee (lot - crsp002, unknown expiry date, strength) for osteoarthritis grade ii. Last injection was on (B)(6) 2022. Since an unknown date, after unknown latency, he occasionally got a little water in his knees, especially in his left knee (joint effusion, mild, intervention required). When the patient went to the physician on tuesday, (B)(6) 2022, he received synvisc injections in his right knee. Also, on (B)(6) 2022, doctor gave 21 ml citrin by puncture in knee (not specified) and on (B)(6) 2022, gave 20 mg kenolog, puncture 7ml citrin and synvisc 6 ml. He did not know when he got the water only knew that his knee hurt (arthralgia, mild, intervention required). It was unknown if the patient experienced any additional symptoms/events. It is unknown if there were lab data/results available. Upon follow up, hcp confirmed that he patient had water in knees due to chronic synovitis on gonarthrosis (synovitis, intervention required, mild). The treatment with synvisc had not contributed to the reported events and the reported events were due to the pre-existing condition of gonarthrosis with presence of calcium pyrophosphate. Medical management of events was done with corticosteroids puncture. This was not an adverse effect of synvisc. Action taken: not applicable. Corrective treatment: corticosteroids puncture. At time of reporting, the outcome was recovering. Reporter causality: not related. Company causality: not reportable. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on (B)(6) 2022 for synvisc. Batch number: crsp002 and results were pending for the same. Based on the information previously received, the linking for event water in the knee was updated to effusion (r) knee. Additional information was received on 22-jul-2022 from other healthcare professional. This case previously assessed as non-serious was upgraded to serious because the patient had received corticosteroids puncture for management of reported events. Case became medically confirmed. Event added- chronic synovitis on gonarthrosis. Events- occasionally got a little water in his knees (right knee) and knee hurt (right knee) were considered as symptoms of synovitis; their outcome, intensity, reporter causality was updated. Strength and global ptc number was added. Clinical course was updated. Text was amended accordingly.

Event description:
Chronic synovitis on gonarthrosis (right knee) [synovitis chronic] ([effusion (r) knee], [aching (r) knee]). Case narrative: this case is linked to case (B)(4) (multiple devices). Initial information was received on 05-jul-2022 regarding a solicited valid serious case from a consumer/non-hcp, in the scope of post-marketing sponsored study "spon_I_synvisc". Patient ID: (B)(6); country: (B)(6). Study title: patient support program involving synvisc. This case involves 61 years old male patient who had chronic synovitis on gonarthrosis (right knee) with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. The patient had ongoing gonarthrosis with presence of calcium pyrophosphate. Concomitant medication included triamcinolone acetonide (kenalog). On an unknown date, the patient started receiving synvisc (hylan g-f 20, sodium hyaluronate, 16 mg/2ml) injection at dose of 2 ml 3x as lateral injection in stretched/extended right knee (lot - crsp002, expiry date: 31-dec-2024) for osteoarthritis grade ii. Last injection was on (B)(6) 2022. Since an unknown date, after unknown latency, he occasionally got a little water in his knees, especially in his left knee (joint effusion, mild, intervention required). When the patient went to the physician on tuesday, (B)(6) 2022, he received synvisc injections in his right knee. Also, on (B)(6) 2022, doctor gave 21 ml citrin by puncture in knee (not specified) and on (B)(6) 2022, gave 20 mg kenalog, puncture 7ml citrin and synvisc 6 ml. He did not know when he got the water only knew that his knee hurt (arthralgia, mild, intervention required). It was unknown if the patient experienced any additional symptoms/events. It is unknown if there were lab data/results available. Upon follow up, hcp confirmed that the patient had water in knees due to chronic synovitis on gonarthrosis (synovitis, intervention required, mild). The treatment with synvisc had not contributed to the reported events and the reported events were due to the pre-existing condition of gonarthrosis with presence of calcium pyrophosphate. Medical management of events was done with corticosteroids puncture. This was not an adverse effect of synvisc. Action taken: not applicable. Corrective treatment: corticosteroids puncture. At time of reporting, the outcome was recovering. Reporter causality: not related. Company causality: not reportable. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on 06-jul-2022 for synvisc. Batch number: crsp002; expiry date: 31-dec-2024. Sample was not available. Ptc stated: the production and quality control documentation for lot number crsp002 expiration date (2024-12) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number crsp002 no CAPA is required. Sanofi global pharmaco vigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 8sep22 there are 3 complaints on file for lot number crsp002 and all related sublots. 3 complaints are on file for lot number crsp002a: (3) adverse event reports. Sanofi will continue to monitor complaints to determine if a CAPA is required. The final investigation was completed on 12-sep-2022 with summarized conclusion as no assessment possible. Based on the information previously received, the linking for event water in the knee was updated to effusion (r) knee. Additional information was received on 22-jul-2022 from other healthcare professional. This case previously assessed as non-serious was upgraded to serious because the patient had received corticosteroids puncture for management of reported events. Case became medically confirmed. Event added- chronic synovitis on gonarthrosis. Events- occasionally got a little water in his knees (right knee) and knee hurt (right knee) were considered as symptoms of synovitis; their outcome, intensity, reporter causality was updated. Strength and global ptc number was added. Clinical course was updated. Text was amended accordingly. Additional information was received on 12-sep-2022 from other healthcare professional (from quality department). Gptc results were received and added. Text was amended accordingly.